Event description:
It was reported that during reprocessing of a monopolar curved scissors instrument, the tips would not open. There were no missing pieces or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of the tips not opening could not be confirmed. The instrument was placed on a is3000 system and driven. Recognition and engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. Additional observations not reported by site were a bent banana plug and removed pad printing. The banana plug was bent to one side. A monopolar cord could still be installed, but would not seat flush against the chassis. Electrical continuity still passes. The tube extension had various areas with missing pad printing. All areas with missing pad printing had toothlike gouge marks that were also present on the shoulder section below the pad printing and on the tube reinforcement ring. Both issues were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.